Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was greater than 390 mg/dl and less than 401 mg/dl. Customer current blood glucose level was 274 mg/dl. Customer transitioned to manual injection because they had surgery and was using a heating pad or compress which may get the insulin on the pump to heat up. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.